Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. Attempts to obtain additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. (B)(4).

Event description:
A report of a patient death was received from a competitor. Further review of the manufacturer¿s database indicated the patient died approximately 4 months after the lead was implanted. The cause of death has been requested and not received.